Manufacturer narrative:
(B)(6).

Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Post-paced t-wave oversensing was observed on the device via stored egm. Programming changes were recommended.